Event description:
Related to MFR report #2183959-2013-00742. It was reported in the journal of sexual medicine that a retrospective review of pts was performed for pts who had an ipp placement between (B)(6) 2011 and (B)(6) 2012. Sixty one pts were implanted with either the ams 700cx/lgx device with a conceal reservoir or another MFR's device. This study reviewed records for pts who had their ipp reservoirs placed "high beneath the rectus abdominus muscle". Early postoperative complications included one scrotal hematoma managed expectantly and one case of urinary retention that resolved after 4 days of catheterization decompression. It was also noted that two pts presented with palpable upbr (urologic prosthetic balloons and reservoirs) at 8 and 24 weeks following surgery: one had reservoir herniation due to inadequate cephalad location of his submuscular space and one had reservoir that was placed into a subcutaneous location. Both reservoirs were successfully replaced into a high ipsilateral submuscular location with no add'l complications.

Manufacturer narrative:
It is not clear whether the events reported were associated with ams or non-ams devices. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.